Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The nurse of the patient reported that the patient doesn't feel they were programmed correctly within the first coupe of months after implant, as after the first few programming sessions the patient wasn't doing well. Specifically, after the first programming session, the healthcare provider (hcp) didn't have them wait after the adjustment and they were not walking right. The next day they contacted 911 and were hospitalized and transferred to a nursing home for skilled nursing care. For the second programming session the patient was still in skilled nursing and after the session their condition declined even more in function. It is unknown if the implant is on or off. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.